Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a device manufacturer representative regarding a patient receiving an unknown drug at an unknown concentration and dose via an implantable infusion pump. It was reported that the patient's pump was explanted on (B)(6) 2018 due to a suspected infection. The cause was unknown. A tissue sample was sent for evaluation at that time and an infection was confirmed. The catheter was explanted on (B)(6) 2018. The patient was going to follow up with an infectious disease physician and the patient was going to have another pump implanted once the infection was cleared. Both the pump and catheter were discarded. The issue was considered resolved at the time of the report. The patient's status at the time of the report was alive - no injury. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.